Event description:
A customer reported a shattered touchscreen on their pump, which left the device unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.